Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient experienced a touch contamination (further described as the patient's hygiene issue). The patient experienced peritonitis and on the same day was hospitalized for the event. The cause of peritonitis was touch contamination. On an unreported date, the patient began treatment with daptomycin 400 mg (frequency not reported) in pd solution for peritonitis. Concomitant therapy not reported. Five days after being admitted, the patient was discharged from the hospital. At the time of this report, the pt was recovering and dianeal therapies were ongoing.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.